Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported expulsion (ccd) appears to be related to patient conditions in conjunction with procedural conditions. The reported patient effect of embolism and subsequent foreign body in patient appear to be due to the clip expulsion. Embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and underwent mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: health effect - clinical code: 4438.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed leaflet for a mitraclip procedure. During the procedure, the first clip was unable to pass the establish final arm angle (efaa) test, opening to 20¿30 degrees. Troubleshooting resolved the issue, and the clip was successfully deployed. A second mitraclip was implanted without complications. During deployment of the third mitraclip, the clip opened during efaa. Multiple troubleshooting attempts were unsuccessful. The clip detached from the valve and became entangled in the chordae. During standard troubleshooting to remove the clip, a chordae ruptured, necessitating forced deployment of the clip on the chordae. Post-placement, the clip was confirmed to have opened, and single leaflet device attachment (slda) was subsequently identified. An additional mitraclip xt was deployed to stabilize the third clip. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay. On (B)(6) 2025, the mitraclip xt had complete detachment from the valve and reached renal artery. Echocardiography revealed tissue damage. Per the physician, the patient's fragile leaflet, large valve orifice and annulus along with the procedural steps contributed to detachment of the leaflets. On (B)(6) 2025, a mitral valve replacement surgery was performed and all the three implanted clips were removed from the anatomy. The fourth clip was unable to be removed from renal artery.